Event description:
It was reported that during a cranial procedure, the tip of the drill bit broke and hit the surgeon's mask. It was also reported that there were no adverse consequences to the pt or user as a result of this event. It was further reported that was no delay to surgery.

Manufacturer narrative:
The bur subject to this investigation was not returned to the MFR for eval, it was discarded. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.